Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked; there was no moisture observed inside. There was no damage to the returned battery cap and the cap was able to fully attach to the pump with no yellow o-ring showing. The pump successfully completed a 24 hour duration test with no pump reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage.